Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient felt that the ins was "not working" and the patient was not getting the results that they were getting with their previous system. According the patient they do not have time between bathroom break and have the urge to go within an hour. The patient was advised that programming is different for each person and the new ins may not have the same exact programming as their previous ins and the patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.